Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the video system center had no endoscopy image with 180-series scopes. The customer tried three 180-series scopes and three videoscope cables, but the issue remains. The video signal was fine since the customer could see color bars and notifications. Finally, the customer connected the scope to the other cv-180 video system center. It did work. They have an image. Tac suggested repairs on the affected unit, but the customer declined, stating they would do that later.  To date, the device has not been returned to olympus for evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the video system center had no endoscopy image with 180 series scopes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. New information added to the following field: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. A definitive root cause was not determined. Olympus will continue to monitor field performance for this device.